Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in the clinic, and that his generator was at 25% battery upon initial interrogation, and then at 50% battery upon two more interrogations. The patient was implanted only a few months prior. Impedance was within normal limits. The longevity tables in the physician's manual for the programmed settings predicted an expected time of 1.7 years from beginning of life to ifi battery indicator. The generator DHR was reviewed and showed all specifications were met prior to distribution. The data downloaded of internal device data was reviewed. The battery voltage values and charge consumed from the patient appointment were reviewed. The battery voltage fell below the 2.87v vbat threshold (2.869 v) while the accumulated charge was 14.4%. The cause of this of the occurrence is unknown. No other anomalies have been identified. No additional pertinent information has been received to date.

Event description:
The office of the treating physician reported on (B)(6) 2016 that the patient was seen again in late (B)(6), where the battery indicator was noted to be back to 100%. The battery in the (B)(6) 2016 visit tested to be 75%. Internal device data was reviewed and confirmed that the 25% battery indicator was not active at the office visits on (B)(6) 2016 and that the displayed battery status indicator had rebounded. No additional pertinent information has been received to date.